Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(6) displayed "system error, out of service, revert to manual CPR" error message upon powering up was confirmed during the archive data review and functional testing. The root cause of the reported complaint was the defective processor board due to a defective component. There was no physical damage observed on the returned autopulse platform during the visual inspection. A review of the archive was performed, and it showed a user advisory (ua) 136 (internal parameter corrupted) error message; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. The root cause of the error was the defective processor board, which needs to be replaced to remedy the fault. Last autopulse 1.1 was manufactured in 2009. As of (B)(6) 2016, zoll announced end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(6). Ccr (B)(6) was reported on (B)(6) 2018, and the processor board was replaced remedy the fault.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2020 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check, the autopulse platform (sn: (B)(4) displayed "system error, out of service, revert to manual CPR" error message upon powering up. No patient involvement.